Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced a hyperglycemic event which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6)2024, the patient experienced a headache at work. An ambulance was called and the continuous glucose monitor (cgm) reading was high and there was no blood glucose (bg) reported. The patient was taken to the hospital and treated there with unspecified medication. At the hospital they took a bg reading which was around 800 mg/dl. The patient was discharged after 4 days. At the time of the report the patient was stable. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.